Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) assessed the drawers and confirmed that drawer five one operated normally without binding, while drawer five two was hard to open; testing in the hardware test application could not be performed as a registered nurse needed to retrieve medications. The fse ensured that the customer was still able to access medications for patients without harm or delay, with only a minor delay due to using an alternate medication station, and the pharmacy technician subsequently tested both drawer five one and drawer 5.2. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 was sticking. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.